Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: burst fracture type of procedure: anterior fixation posterior fixation levels implanted: l2, l1-l3 it was reported that on unknown date, post-op, posterior fixation of l1-3 and anterior fixation of l2 were performed for burst fracture of l2. During anterior fixation, t2 and iliac bone were placed. After the operation, cage at t2 backed out and revision surgery was performed at posterior part on (B)(6) 2018. In the opinion of the physician, there was no fall down etc. But it was considered that t2 backed out because of t2 installation position at first and severe osteoporosis. According to the healthcare professional's opinion, patient symptoms or complications result in disability.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.